Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on our knowledge of the product, information provided by the customer and previous similar investigations. Results: without the return of the complaint device we are unable to confirm the failure as reported by the customer. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to an infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. The physical damage observed was most likely due to impact to the subject neopuff unit. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected.

Event description:
A hospital in (B)(6) reported that the gas intlet and outlet ports of a rd900 neopuff infant resuscitator were broken. The customer believes that one of the ports may have broken when the tube was disconnected. No patient consequence was reported.